Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(4) from 25aug2017 through aware date 25sep 2018. There were no similar complaints identified during the search period. The g8 operator's manual under chapter 6- troubleshooting, states the following: 200 area low error: three successive results below the lower limit of the total area (50) occur. If the error message is present when sufficient volume of sample is set in the rack, the problem may be caused by an empty reagent (hemolysis & wash solution). Check the remaining volume of hemolysis & wash solution and start the assay again. The most probable cause of the reported event was due to the autodiluter tubing being crimped.

Event description:
It was reported that the customer received ""200 area low" errors while running quality control (qc) on their g8 analyzer. Whole blood specimens were reported to be ok. The customer stated that they were making dilution with 2ml and 20ul. Technical support (ts) advised the customer to make fresh qc hemosylate and rerun. The customer called back later that day to report that level 1 controls were still low and level 2 controls had a total area of 725. The customer ran a sample and the total area was 2265. Ts suspected a partial clog in the sample needle assembly and ordered a sampling needle assembly to be delivered to the site the next day. The following day the flushed out the current sample needle and cleaned it with a stylus and also noticed that the tubing to the auto-dilutor, which is used to make up the dilution samples, was folded over. Once the tubing was replaced, the diluted samples' total area was in acceptable range. The reported event resulted in delay reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.